Event description:
It was reported that dexcom g7 glucose readings were not appearing on the ilet due to a pairing failure, after which readings displayed on the ilet following a short wait. Symptoms included hyperglycemia with a reported glucose value of 271 mg/dl without loss of consciousness or other acute symptoms. Outcomes included transient elevated glucose outside target range for about one hour without medical intervention, hospitalization, or use of backup therapy. Investigation included troubleshooting and user education for sensor-to-ilet connectivity. Investigation of this case revealed a sensor pairing failure affecting data transmission to the ilet, which resolved spontaneously once the patient was available and the system resumed displaying values. It was concluded, based on previously established findings for similar reports, that the cause was user-related connectivity interruption with no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.